Event description:
It was reported that during service testing at the manufacturer the loaner core universal driver ran in safety mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer service technician found the safety switch and trigger were worn. There was also corrosion found inside of the handpiece. The internal components were replaced and the handpiece was returned to stryker loaner stock.